Event description:
It was reported that when using the bd pyxis¿ medstation¿ es latch was sticking, smart remote manager was failing and reported that the door had failed to close. Upon recovery, the door would not release. After opening it with a key, it worked for a while but then stuck again. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system latch was sticking and was failed to close. A field service engineer checked in hardware test application mode and was not found to be in a failure state. Pharmacy staff and nursing staff were unable to recreate the reported error. The remote manager was confirmed to be fully functional. A visual examination was performed, conductive grease was applied, and all cabling and harnesses were found to be in good working order. A final test was completed, and the results were satisfactory. The system functioned as intended after the field service engineer repaired the device.